Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 28-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary: bd received one (1) photo and five (5) samples for investigation. A visual inspection of the photo was conducted and the customer reported defect was not observed. After analysis, the five returned samples underwent a visual inspection for additive abnormality, and all five failed due to the customer-reported defect. Additionally, 30 retained samples were also visually inspected for additive abnormality, and none of these samples failed due to the customer-reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode additive abnormality based on customer returned samples. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the additive of an unspecified number of tubes appeared to be larger (tear drop like) and sprayed unevenly. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the additive of an unspecified number of tubes appeared to be larger (tear drop like) and sprayed unevenly. No adverse impact was reported regarding the patient or user.